Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall-off test. The cause for the fall-off failure was isolated to v2 inside ECG 'c'. V2 was producing improper output. The root cause for the defective v2 component could not be positively identified. No adverse event resulted from the non-functional therapy electrode.

Event description:
A zoll distributor returned lsn (B)(4) to report the electrode belt ECG electrodes were non-functional.